Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse then replaced the oxygen (o2) sensor. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator experienced an oxygen sensor malfunction. It is unknown if the patient was transferred to another ventilator. There was no report of harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The patient continued to be ventilated until the device was no longer needed by the patient. No patient was harmed.